Event description:
As reported by an affiliate, a (B)(4) fire star, 2.00 x 20 was unable to be deflated. The target lesion was a calcified rca with 70% stenosis. There was no difficulty in prepping or advancing the device to the lesion. The lesion was inflated to nominal pressure using a cook indeflator and gerbe contrast with a 1:1 saline to contrast ratio. The balloon could not be deflated and was removed intact with the guide catheter. There was no damage noted on the balloon and no patient injury. The lesion was treated with another balloon.

Manufacturer narrative:
The device has been returned for analysis, but the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
This event was a malfunction only and not a serious injury as previously reported.

Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, a (B)(4) fire star, 2.00 x 20 was unable to be deflated. The target lesion was a calcified rca with 70% stenosis. There was no difficulty in prepping or advancing the device to the lesion. The lesion was inflated to nominal pressure using a cook indeflator and gerbe contrast with a 1:1 saline to contrast ratio. The balloon could not be deflated and was removed intact with the guide catheter. There was no damage noted on the balloon and no patient injury. The lesion was treated with another balloon. One non sterile fire star 2.00x20 ptca balloon catheter was received coiled inside a plastic bag. The balloon was already inflated. The shaft was kinked at distal and proximal area; this condition on the shaft could be related to the way the unit was sent for the analysis. No other anomalies were observed. Functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time, no anomalies were experienced. Sem analysis results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported "deflation /difficulty-unable to" was not confirmed since the unit could be inflated/deflated within specification time. The exact cause of the reported failure experienced by the customer could not be determined. Neither the DHR review nor the analysis suggests that reporter issue is related to the manufacturing process of the unit; however a risk assessment was completed to address this failure. One non sterile fire star 2.00x20 ptca balloon catheter was received coiled inside a plastic bag. The balloon was already inflated. The shaft was kinked at distal and proximal area; this condition on the shaft could be related to the way the unit was sent for the analysis. No other anomalies were observed. Functional inflation/deflation test was performed and the balloon catheter was inflated and deflated within specification time, no anomalies were experienced. Sem analysis results showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.